Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2016 with the following findings: investigation revealed multiple cracks in the battery compartment. In addition, the display was dim and discolored. Unrelated to these issues, the pump had cosmetic finish damages in the form of worn paint. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 07/29/2016. Investigation revealed multiple cracks in the battery compartment. In addition, the display was dim and discolored.